Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's battery compartment was corroded on the insulin pump. The customer's blood glucose is normal and did not require medical treatment.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. The insulin pump had minor scratches on display window and cracked reservoir tube lip.